Event description:
It was reported that a user¿s dexcom g7 sensor showed ¿sensor expired¿ and ¿sensor failed¿ alerts and the cgm readings were visible in the dexcom app but not on the ilet, indicating a cgm pairing failure to the ilet. The user experienced hyperglycemia up to 353 mg/dl for several hours, then administered a 10-unit subcutaneous insulin injection while remaining connected to the ilet, followed by a rapid decline to hypoglycemia with a nadir reading of ¿low,¿ after which the ilet began displaying values again once pairing was reestablished. Symptoms included vomiting earlier in the event, as well as lightheadedness and disorientation during the hypoglycemic episode. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included troubleshooting and user education on proper use, including risks of injected insulin while the ilet remains connected. Investigation of this case revealed that the hypoglycemia was consistent with stacked insulin exposure from a manual injection combined with ongoing automated dosing, and the pairing issue was resolved by re-entering the sensor pairing code and restarting the pairing process. It was concluded that user action led to insulin stacking and subsequent hypoglycemia, while the cgm pairing failure was transient and resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.